Event description:
It was reported that the customer made a 911 call and was hospitalized, around (B)(6) 2014, due to her high blood glucose level. Her blood glucose level at the time of the 911 call was between 426-550 mg/dl. The customer was wearing her insulin pump at the time of the 911 call. She was administered fluids. The customer found the tube attached to the reservoir leaking. She was not getting any basals and found moisture inside the insulin pump from the leak. The product was not returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 3004209178-2015-89220 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.